Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys cea (cea) and/or elecsys ca 125 ii (ca 125 ii) on a cobas e 801 module. Patient 1 initial cea result from an aliquot was 2.5 ng/ml. The repeat from the parent tube was 1.27 ng/ml. Patient 1 initial ca 125 ii result from an aliquot was 107 u/ml. The repeat from the parent tube was 22.6 u/ml. Patient 2 initial cea result from an aliquot was 8.6 ng/ml. The repeat from the parent tube was 0.7 ng/ml. No questionable results were reported outside of the laboratory. The cea reagent lot number was 607340. The expiration date was not provided. The ca 125 ii reagent lot number was 574136. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) checked the instrument and performed preventive maintenance. No issues were identified. Qc was acceptable. The calibration data show a slight shift in the signal following the event. This shift is consistent with replacing the measuring cell during the preventive maintenance performed by the fse. An issue with the instrument or the reagent is not suspected. No further data was provided. The investigation did not identify a product problem. The cause of the event could not be determined.